Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as per facility policy.